Manufacturer narrative:
Reporter is a synthes employee. Part number: 03.010.523. Lot number: l812339. Manufacturing site: (B)(4). Release to warehouse date: 29. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot #: l812339) was received at us customer quality (cq). Upon visual inspection, it was observed that the threaded distal tip of the complaint device was broken off at the second most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues were consistent with normal wear. No other issues were identified with the device. The photo in the notes & attachments section did not provide any additional details. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: groove od = conforming. Shaft od = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the second most proximal thread form, and therefore broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings a pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a femoral recon nail case, the tip of metal radiolucent insertion handle was broke off inside the carbon fiber nail guide. There was no adverse patient effects or outcome due to breakage. No case delay or extended time due to breakage. The procedure was successfully completed. There is no patient consequence reported. Concomitant device reported: unknown nail: (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).